Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Investigation is in progress, once completed a supplemental will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Initial reporter phone: (B)(6). Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent cardiac ablation procedure with thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. After the procedure, when performing wall echo pericardial effusion was noticed. Pericardiocentesis was performed and 100 ml of blood were removed from the pericardial space. The patient was stabilized and transferred to the ward. The physician commented that since the drained blood was venous blood, it seems to be a tamponade of the right heart system. Abbott ibi 81715 (abt) and japan lifeline 13445 hv-r (jll) catheters were placed in the coronary sinus (cs) and right ventricle (rv), respectively. The transseptal was performed with brk needle under soundstar guidance and then thermocool® smart touch® sf bi-directional navigation catheter was inserted and only used in the left atrium. During transseptal a little pericardial effusion was observed on the soundstar image, so the caller believes that the effusion was caused by devices inserted before the transseptal. The caller believes that abt or jll products are involved. The physician¿s causality opinion, final patient outcome and information about need for extended hospitalization was not provided. The note was paraphrased from the transplanted description. Although effusion was noted during transseptal and before thermocool® smart touch® sf bi-directional navigation catheter the device cannot be considered concomitant and the event will be conservatively reported under the ablation catheter. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Should more information become available in the future; the reportability decision will be reassessed.

Manufacturer narrative:
On (B)(6)2020, the product investigation was completed (as the device had been discarded). The manufacture and expiration dates for the complaint device have been updated in this supplemental report. Additionally, a manufacturing record evaluation was performed for the finished device 30353161m number, and no internal action related to the reported complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Upon internal review on (B)(6)2020 , it was discovered that the "analysis of production records" method code was mistakenly omitted from the previous supplemental report (as the manufacture record evaluation) had been completed. The code has been updated in this report. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-000728438.

Manufacturer narrative:
On (B)(6) 2020, biosense webster inc. Received additional information about the patient and the event. It was reported the patient was a 55 year-old female, weighing 58 kg. The event was discovered post use of biosense webster products. The opinion of the physician is that the cause of this adverse event is procedure. The patient¿s condition had improved. No steam pop was reported. Corrections: it was noticed the h6. Result code 3221 (no findings available) and h6. Conclusion code 4315 (cause not established) were inadvertently omitted from previously reported mdrs. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).